Event description:
Customer reported a low blood glucose level, with the lowest recorded at 48 mg/dl. Customer indicated they would address the low level immediately but did not specify the treatment method, and they declined additional troubleshooting, stating they were fine and would contact support if further assistance was needed.